Manufacturer narrative:
No deficiencies or device malfunctions were identified that would cause a shut down and alarm condition during testing of the bipap vision. The device error log was reviewed and there were no logged errors that are associated with a device shut down or malfunction. Product labeling states: "the bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilator requirements of the patient." "The bipap vision is contraindicated on patients with severe respiratory failure without a spontaneous respiratory drive." Product labeling also states: "the use of the bipap vision may be contraindicated on patients who are incapable of maintaining life sustaining ventilation in the event of a brief circuit disconnection or loss of therapy." Bipap vision clinical manual, part number (B)(4)). The reported device malfunction (the device alarmed, shut down and the screen went blank) could not be duplicated by the manufacturer during testing. In the event of a device shut down or other malfunction, the bipap vision is designed to audibly alarm to alert the caregiver of an event (the reporter of the alleged incident confirmed the device did alarm to alert the caregiver). Device labeling indicates the patient may not have been an appropriate candidate for bipap therapy. No further action is required.

Event description:
The manufacturer received information alleging a patient expired after a bipap vision stopped working while in use. The patient was placed on a bipap vision due to respiratory failure. According to the reporter of the event, within five minutes of being placed on the bipap vision the device alarmed, shut down, and the screen went blank. The patient was manually ventilated and placed on another device. The patient later expired. A field service technician evaluated the device at the site of the reporting facility and could not confirm the customer's complaint. The device was tested and was found to operate and alarm as designed.